Manufacturer narrative:
This is the final report.

Event description:
A report was received that a recently implanted patient was experiencing pain. The patient was re-admitted to the hospital and was prescribed pain medication. The patient was discharged from the hospital and her pain is under control. The physician said that the pain is not device related but procedure related. The patient is doing well.